Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer received assistance in resetting the pump from technical support and was advised to continue using the pump while being instructed to contact support again if the malfunction reoccurs.